Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had critical pump error alarm and a broken force sensor was detected during seating or regular delivery. The customer's blood glucose value was 190 mg/dl. Troubleshooting was done. The customer was also reported that there were no pictures, but had a red x on the insulin pump. The customer¿s mother stated that they able to saw critical pump error image on screen. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error (open book image) alarm due to force sensor zero offset out of spec. (4.70 mv). Unable to download and verify a broken force sensor alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.